Event description:
Customer reports to have received a no delivery alarm during bolus delivery. Customer was able to clear alarm. Customer's blood glucose was 298 mg/dl. Customer was not able to troubleshoot due to no longer having infusion set. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.